Event description:
It was reported the device was used during a laparoscopic nissen. The lscb5 broke at the tip and the part with the white pad fell into the pt. The case is still ingoing with another lcsb5. The tip was retrieved.